Event description:
The customer reported that the sys would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The power plug connections were retightened. The system was then found to be operating as intended.